Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 42 mg/dl at the time of the event. Prior to the event, the customer bolused to treat a high blood glucose reading. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that she has been experiencing low blood glucose levels in the morning. The customer was advised to consult with her healthcare provider to discuss this pattern of low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.